Manufacturer narrative:
The t:slim pump user guide states: the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 545 (mg/dl). Customer administered a correction bolus to treat their bg levels; however, their bg levels remained elevated and the customer was admitted to the hospital. While in the hospital, customer was treated with insulin injections and fluids. Reportedly, customer uses apidra insulin the pump cartridges. Customer was reminded that the pump is not labelled for use with apidra insulin. During a follow-up call with the customer on (B)(6) 2016, customer indicated that they were still in the hospital and scheduled to undergo a heart catheterization per their health care provider's (hcp) orders; however, customer did not provide additional details. Customer was released from the hospital on (B)(6) 2016 and reported that their endocrinologist believed that the hospitalization was due to an unspecified infection and not related to the pump. Customer indicated that their bg levels are now under control.